Event description:
It was reported that the device had failed in preventive maintenance and failed co2 sensor test during pm. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Omit: a0908 - incorrect, inadequate or imprecise result or readings, g07001 - part/component/sub-assembly term not applicable, audible, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed in preventive maintenance and failed co2 sensor test during pm. There was no patient involvement.